Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a pen ndl 32g 6mm 3b tw 100ct us was unable to deliver medication during use. The following was reported by the initial reporter: "it was reported that no medication comes out during priming. Verbatim: spouse reported consumer has many pen needles that do not work. Stated no medication comes out during priming. Stated it's like there is no hole in the needle. Today the consumer went through several pen needles before finding one that worked for his injection."

Manufacturer narrative:
The following fields were corrected d10: device available for eval no, h1: device return to manuf .? No. H6: investigation summary : no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. H3 other text : see h10.

Event description:
It was reported that a pen ndl 32g 6mm 3b tw 100ct us was unable to deliver medication during use. The following was reported by the initial reporter: "it was reported that no medication comes out during priming. Verbatim: spouse reported consumer has many pen needles that do not work. Stated no medication comes out during priming. Stated it's like there is no hole in the needle. Today the consumer went through several pen needles before finding one that worked for his injection."